Manufacturer narrative:
(B)(4). This report is filed on july 26, 2016, by cochlear ltd. On behalf of (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain, redness, drainage and skin overgrowth at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported), and the issue was reportedly resolved.

Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2016 under general anaesthesia. It was reported that the surgeon used silver nitrate, IV and topical antibiotics during the procedure. (B)(4). This report is filed on august 15, 2016, by cochlear ltd. On behalf of cochlear americas. Implanted device remains.